Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead dislodged approximately three weeks post implant. It was noted that the patient was non-compliant with post implant activity recommendations. A revision procedure was performed. The leads were successfully repositioned. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.